Event description:
It was reported that the o-ring inside the sheath system was missing. As a result of this event, the scope could not be connected and the surgery had to be cancelled. To date, it is unknown if the patient will be rescheduled for surgery.

Manufacturer narrative:
Investigation results: an evaluation of the sheath system could not be completed since the product was not returned to conmed linvatec. The information for use shipped with the product informs the user to "inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces."